Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 110 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer experienced multiple elevated blood glucose (bg) levels over 600 mg/dl. Cause was not known. Reportedly, the customer administered a manual injection to address elevated bg levels. Recommendation was made to consult with a healthcare provider regarding diabetes management.